Event description:
It was reported to philips that the system was unable to boot. The device was outside clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. It was reported to philips that system was unable to boot up. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found out "could not find hard disk" error code. The fse ran pc diagnostic test, and it confirmed the host pc and hard disk defective. To resolve the issue, the fse replaced host pc and hard disk in m cabinet. The defective part was sent for analysis, for host pc malfunction was observed and the failure was found to be configuration issue found due to chassis intrusion. After replacement, the system returned to use in good working order. The codes were updated based on the investigation outcome.